Event description:
It was reported that the user experienced recurrent nighttime low blood glucose with a reported value of 39 mg/dl while using the ilet system. The user stated they intentionally ate extra the night prior to raise glucose, and they treated a low with oral glucose. Symptoms included hypoglycemia with confusion and disorientation. Outcomes included unexpected medical intervention in the form of medication (oral glucose). Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no device-related findings, and the medical device problem and component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.